Manufacturer narrative:
There are multiple patients all information is provided in the article. This report is for an unknown screw/ rod construct accessories/ unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/ investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/ or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: decker, s., herden, j., krettek, c., and müller, c.w. (2006), a new minimally invasive u-shaped lumbopelvic stabilization technique, european journal of orthopaedic surgery & traumatology, vol. 29 (6), pages 1223¿1230, (germany). The aim of this retrospective cohort study is to present a percutaneous minimally invasive technique for lps as well as our first clinical results. A total of 10 patients (3 male and 7 female) aged = 18 years underwent lumbopelvic stabilization (lps). Surgery was performed using viper ii and expedium instrumentation (johnson and johnson, USA). Follow-up period was unknown. The following complications were reported as follows: a (B)(6) year-old female patient underwent correction of loosened screw cap. A (B)(6) year-old female patient underwent revision of screw loosening with loss of reduction, augmentation. A (B)(6) year-old female patient required correction of initially misplaced iliac screw during surgery then underwent implant removal because of implant prominence. A (B)(6) year-old female patient underwent implant removal to release healthy disks. This report is for an unknown depuy spine mono/ polyaxial screws and unknown depuy spine screw/ rod construct (viper 2 and expedium). This report is for one unknown screw/ rod construct accessories. This is report 7 of 10 for (B)(4).